Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for the drive support cap. Customer indicated that their cap was recessed and troubleshooting indicated that the cap was fine. Customer mentioned fluctuating blood glucose of 70 to 400 mg/dl due to air bubbles in the tubing and reservoir. Customer did not want to troubleshoot as they resolved the air bubble issue.